Event description:
The manufacturer received information alleging a ventilator's exhalation valve was broken. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's exhalation valve was allegedly broken. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board and active exhalation control module were replaced to address the issue. During the evaluation, an issue with the overheard blower filter was observed. The filter had evidence of contamination. The filter was replaced to address the issue.